Event description:
It was reported that during the implant attempt, the lead helix would not retract during repositioning. The lead was removed and tested, and the helix still would not retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. The inner insulation was kinked bucked and was torn. Blood was found in/on the helix/lobe mechanism and tissue was found on the helix. The lead was stretched and had been damaged at implant. The analyst noted that the lead was returned with the helix fully extended, with blood and tissue on it and the distal conductor was distorted in the header.